Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned and remained in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's wife reported that on (B)(6) 2017, the stoma site smelled bad and had suppurated pus. The stoma site was cultured and the patient began antibiotic treatment of amoxicillin oral (1 g ) every 12 hours / clarithromycin oral ( every 12 hours) for a duration of 10 days. On an unknown date, the stoma infection was confirmed and the antibiotic treatment was extended.